Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device failed the cutter insertion assessment and the device had a drilled neuro tip "leg". Therefore, the reported condition was confirmed. It was determined that the bearings were worn out and loose creating a situation where the cutter was not able to be inserted. It was determined that this was because the bearings were no longer in axial alignment not allowing the cutter to pass through. It was determined that the issue with the bearings was consistent with normal wear over time. It was determined that the issue with the drilled neuro-tip "leg" was consistent with excessive side loading causing the cutter to flex and to come in contact with the drilled neuro-tip "leg" caused from misuse. The assignable root cause was determined to be due to wear from normal use and servicing and misuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during pre-surgery, it was observed that the craniotome device had bad bearings. During in-house engineering evaluation, it was determined that the device failed cutter insertion and had a drilled neuro-tip "leg". This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.